Event description:
Guidewire had been advanced through the coronary sinus into branch for placement of the ICD leads. While the guidewire was in place, it was noted that the tip of the wire (approximately 1-1.5 inch portion) had broken off and was lodged in the vein. The guidewire was not in motion when tip was noted. The guidewire has a more pliable portion at the tip and it appears it broke at the junction where it becomes more pliable.